Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead exhibited high out of range pace impedance measurements. Noise was also observed. A lead revision procedure was planned for a later date. No adverse patient effects were reported.